Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device goes into service mode when turning therapy knob to pacing. There was no patient involvement / adverse patient impact.